Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050702 captures the reportable event of loop unable to cut. Impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a captivator emr device was used in the esophagus to treat a nodule during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the snare would not cut. The procedure was completed with another captivator emr device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block h6 (impact codes) has been updated based on the additional information received on september 15, 2025. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050702 captures the reportable event of loop unable to cut. Block h11: block 1 (initial reporter fax) has been corrected.

Event description:
It was reported to boston scientific corporation that a captivator emr device was used in the esophagus to treat a nodule during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the snare would not cut. The procedure was completed with another captivator emr device. There were no patient complications reported as a result of this event.